Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system fuse was burned. The fse noted the issue resulted in the system not booting up. There is no report of pt injury or death.